Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped performing as expected in (B)(6) 2022. The patient underwent a replacement surgery and all components were removed and replaced. Upon removal, a small hole was discovered in the reservoir, resulting in fluid loss. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The reservoir was visually and microscopically examined, and leak tested. A leak was identified in the reservoir shell, consistent with sharp instrument damage during explant. The cylinders were visually and microscopically examined, leak and pressure tested. No leaks were found and the cylinders passed pressure test. The pump was visually and microscopically examined, leak and functionally tested. The pump did not pass the inflation test. Based on the information available and analysis results, the inflation issue identified in the pump could have caused or contributed to the reported clinical observation of mechanical problem.

Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped performing as expected in april, 2022. The patient underwent a replacement surgery and all components were removed and replaced. Upon removal, a small hole was discovered in the reservoir, resulting in fluid loss. There were no patient complications.